Event description:
Complainant alleged that while attempting to defibrillate a pt the device displayed a "checks pads" message and failed to obtain an ECG signal via electrode pads. Complainant indicated that the clinician switched from electrode pads to 3-lead monitoring electrodes, the pt's heart rhythm was determined to be in asystole and CPR was initiated. Complainant indicated that the pt expired, however it was not related to the reported malfunction. Complainant reported another event with this device, please reference medwatch report 1220908-2004-00641.